Manufacturer narrative:
Evaluation: visual inspection of the returned product found the cartridge tip damaged and bent. There was evidence of clear surgical residue. A cartridge work order search found no similar complaints. Conclusions: no conclusion can be drawn. Based on the complaint history, the work order search and the eval of the returned product, a specific root cause of the event could not be determined.

Event description:
It was reported that the surgeon felt there was a problem with an aq cartridge-fp, used during surgery. The cartridge edge was sharp and it was rough and ragged. The surgeon implanted a 05.0 diopter aq2010v silicone three-piece lens with no problem and it remains implanted. There was no pt injury.